Event description:
It was reported that during an electrophysiology diagnostic procedure, foreign material was found on the imaging catheter. While imaging with the 110cm , 9fr, 9mhz ultra ice imaging catheter in the right atrium, a white image appeared on the monitor, and then the image was lost. Following removal of the imaging catheter the physician noted that there was "some material such as string" found on the tip of the catheter where the mirror is located. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during an electrophysiology diagnostic procedure, foreign material was found on the imaging catheter. While imaging with the 110cm , 9fr, 9mhz ultra ice imaging catheter in the right atrium, a white image appeared on the monitor, and then the image was lost. Following removal of the imaging catheter the physician noted that there was "some material such as string" found on the tip of the catheter where the mirror is located. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the following was observed on the returned ultra ice imaging catheter: corrosion and moisture were found inside the hub assembly, pieces of septum were observed inside the imaging window, fluid was leaking from an open hole in the septum at the distal tip when the catheter was flushed, expose braided wire was observed 62.5cm from distal tip end, and during image characterization testing, a good square image appeared in the system and the product performed within specification. The corrosion and moisture found in the hub are common findings for these catheters after use, as the catheter is not intended to be able to drain acoustic media after filling. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design as the catheter is flushed distally by using a syringe/fluid dock to pierce the septum. Flushing the catheter can push a piece of the septum into the imaging window. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).